Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low shocking impedance measurements less than 20 ohms. A review of the data indicated there was one measurement that reported zero ohms. All other measurements were within normal limits. There had been no events stored in the device since implant. A boston scientific technical services consultant discussed that the zero measurement may represent electromagnetic interference (emi) during the daily measurement. Standard troubleshooting was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated the patient was brought into the clinic and the lead measurements were within normal limits. The shock impedances was 53 to 60 ohms. There were no issues that presented when isometrics were performed. It was reported the patient uses an electric shaver at about the time when the communicator performs the upload for the daily measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.